Event description:
In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 3 years and 4 months, due to aortic regurgitation. The hcp also noted 'large perivalvular leak.' Per the operative report, the subject aortic valve was examined. It had nearly complete dehiscence at the annular level. It appeared that there was resolving infection in and around the aortic root as most stitches had pulled through and there was tremendous volume of necrotic material in and around the annulus. Once the subject valve was removed, the annulus was debrided back to soft tissue. A 25mm edwards valve was seated. There was no perivalvular leaks. The patient was separated from cardiopulmonary bypass without the assistance of inotropes. Ventricular function was good. The patient was brought to the ICU in critical, but stable condition.

Manufacturer narrative:
(B)(4). Device not returned. Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be confirmed. Although the root cause cannot be confirmed, the reported regurgitation and perivalvular leak was due to the 'complete dehiscence at the annular level' per the operative report. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. In this case per the op report, "it appeared that there was resolving infection in and around the aortic root as most stitches had pulled through and there was tremendous volume of necrotic material in and around the annulus". The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. No further actions are possible with the available information.